Event description:
It was reported that the customer had a motor error alarm 3 times today. Customer was sleeping in the middle of the night when the 1st alarm occurred. Customer's blood glucose level was 14.0 mmol/l. Customer took a bolus to treat a high blood glucose level. Customer was assisted with clearing the alarm. Customer stated that they are unable to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer also received a no delivery alarm during the motor error troubleshooting. Customer declined troubleshooting for the no delivery alarm since the pump will be replaced. Customer was advised to remove the pump battery to prevent continued alarms. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked case near the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.